Manufacturer narrative:
Follow-up #1: date of submission 08/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2016 with the following findings: investigators were unable to duplicate the original complaint. The display had normal resolution and contrast. The pump was opened and no damages were found to the display connector or the display flex. The display connector latch was secure.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.